Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d8 and d10. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is likely that the: the reported event noise was caused by an increase in the amplitude value of sonosurg curved scissors,hf,pistol grip,5mm x 34cm (t3905) and sonosurg-t2h-c-sonosurg transducer. The surface of the grasping section was partially peeled off due to the grasping section might have been closed without grasping anything in between the grasping section and the distal end of the probe when the ultrasonic output was repeatedly activated, or it was not possible to confirm whether the tissue was completely resected when the ultrasonic output was repeatedly activated. These reasons might have been contributed to the worn out and peeling of the grasping surface. - scratches of the probe it can be inferred that the scratches on the probe were caused by the following factors: 1) ultrasonic output was activated while the probe was in contact with hard objects such as a clip or forceps. 2) dirt was removed from the probe with a scalpel or other sharp object during removal. The following is included in the instructions for use (IFU): do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the curved scissors exhibited pad detachment. There were no reports of patient involvement.